Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-33, lot# va01ha6, implanted: (B)(6) 2012, product type: lead. Patient's weight was reported as (B)(6) lbs three weeks prior to the report of (B)(6) lbs. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient didn't want reprogramming; they just wanted an explant. The leads separated at removal and the hcp noted it was not uncommon. The removal did not affect the pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va01ha6, implanted: (B)(6) 2012, product type: lead.

Event description:
The healthcare professional mentioned that patient's implant was removed due to lack of response. Patient now had lead fragment. They said that patient had other neurological issues and they needs a head scan. The caller stated that the patient had the implantable neurostimulator (ins) removed and the lead remained implanted. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
The other applicable components are: product ID 3889-33 lot# va01ha6 implanted: (B)(6) 2012 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the lead fragment remained in the patient during explant. The other neurological issues were not related to the device or therapy.